Event description:
Additional information received indicated the ICD was interrogated, however, the ble still could not be reconnected to the patient's phone. The phone was switched to no avail. There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.